Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit shows that the swivel lock assembly screw connection is torn apart, and the swivel base requires replacing along with some internal parts to reassemble the skull clamp. To resolve the issues found, the internal parts were replaced to adjust the unit according to the manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test to meet manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is misuse or improper disassembly. In addition, improper or suboptimal placement of the skull clamp can contribute to movement or slippage of the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A distributor reported that before the surgery, the patient was already prepared and connected to the mayfield skull clamp (a3059) , and during a stability check, the head holder came loose and the patient's head fell, without injury to the patient. There was a delay of about 30 minutes to replace the mayfield head holder, after which the surgery continued without further interruptions.